Event description:
Related manufacturer reference: 3006705815-2023-03520. It was reported that during a cervical implant procedure on (B)(6) 2023 after the leads were placed and tested, the patient began to vomit following administration of propofol. As a result, the patient was flipped and intubated due to abnormal oxygen saturation levels. Additionally, the leads were removed, and the procedure was abandoned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.